Manufacturer narrative:
A distributor engineer was at the customer site to address the reported issue. The distributor engineer adjusted the impasse on the sample sensor and resolved the issue. The aia-360 returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 11jan2019 to aware date 11feb2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [sc] dispensing was cancelled because clogging was detected during sample suction. Check that the sample is free of fibrin or other substance. If the sample is not clouded, the sample nozzle may be faulty or the piping may be blocked. If this problem occurs frequently, contact the service department. The probable cause of the issue is attributed to misalignment of the impasse on the sample sensor. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A distributor stated the customer reported sample clog detection error on the aia-360 analyzer. A distributor engineer was dispatched to address the reported issue, which resulted in delayed reporting of progesterone ii (prog ii), intact parathyroid hormone (ipth), estradiol (e2), prolactin (prl), and alpha-fetoprotein (afp) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.